Manufacturer narrative:
(B)(4) follow up emdr for correction and device evaluation: correction: initial MDR filed reflected two separate incidents. Additional MDR created to capture second event /failure reported by the customer. Corrected to reflect single failure of a0413 - material separation (1562). Device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be disassembled from the plunger rod. There is no other visual damage or defect identified that could indicate why the stopper separated. A device history review was performed for reported lot 2302014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process in order to help ease the movement of the plunger. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for lot 2302014 and all results were found to be within required limits. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stopper was verified to be properly assembled onto the plunger rod, the plunger moved without issue, and silicone content and breakout force testing verified product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
While pulling drug from the vial for reconstitution, 50ml plunger comes out and some time black rubber stopper stick to the end of the syringe and detached.

Event description:
It was reported while using bd 50ml syringe the syringe alarmed during use and the stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: they were not getting complaint in 50ml precise syringes they said. While filling 50ml drug and put into the syringe, pump gives alarm at 20ml and 20ml residual drug remain in the syringe. Also while pulling drug from the vial for reconstitution, 50ml plunger comes out and some time black rubber stopper stick to the end of the syringe and detached.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.